Event description:
It was reported that catheter issue occurred. The target lesion was located in the proximal to distal segment of the left circumflex artery (lcx). Several years ago a stent had been placed in the area from the left main trunk to the left anterior artery. The stent was positioned in a jail configuration at the lcx ostium. An opticross hd imaging catheter was used for ultrasound examination. During insertion, resistance was encountered, and the catheter lost imaging due to a separation near its distal tip. Fluoroscopy confirmed the detached segment. Snaring was attempted but unsuccessful, so the fragment was pressed against the vessel wall with a stent. The procedure was completed using another catheter of the same type. There were no issues with the patient's condition.